Manufacturer narrative:
On 8-jan-2021, mentor received additional information regarding the suspected medical device. Due to covid-19 safety concern, the implant was discarded and is not available for product evaluation. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-oct-2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with two unspecified sientra gel breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a 375cc mentor siltex round moderate profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional via a teleconferencing on (B)(6) 2020. As a result, the patient underwent explantation on (B)(6) 2020.